Manufacturer narrative:
The pacemaker that was not implanted will be returned for laboratory analysis. After the product is received and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this pacemaker, it was noted that it was not providing pacing after the right ventricular (rv) and right atrial (ra) leads were connected. The leads were disconnected and measurements taken on the pacing system analyzer (psa) were found to be in normal range. The leads were reconnected to the device, but pacing was still not observed. Boston scientific technical services (ts) was contacted and discussed that device functionality while in storage mode and the steps to take it out of storage mode at implant. It was also confirmed that the leads were bipolar. Another pacemaker was able to be successfully implanted after it was manually taken out of storage mode. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The setscrews moved freely and without issue. Microscopic inspection of the lead ports found no irregularities. A review of the device memory was performed. The device was confirmed to still be in storage mode. Based on the recorded timestamp, the device had performed an automatic lead detection; however, it did not detect a lead. A new pacing lead was connected to the ra and rv ports and normal pacing function was found. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Additional impedance testing was completed and all measurements were within normal limits and no noise was observed. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis determined that this device met all specifications during testing. It was confirmed that the device was capable of providing pacing and had performed the automatic lead detection function; however, it did not exit storage mode as a lead was not detected. The device will not exit storage mode using this feature until the device is able to obtain an in-range pacing impedance measurement (200-2,000 ohms). Factors including terminal pin under-insertion or a lead integrity issue could have been possible contributors to the device not exiting storage mode using this feature.